Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d8. Please see updates to d8, h4, h6 and h10. Based on the results of the investigation, it¿s likely the cut quit responding due to a faulty ID board and normal cosmetic wear and tear to the device. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Evaluation, functional testing of the device found a faulty ID board ( ID board intermittent problem) was noted. The ID board needs to be replaced. Additionally, the device was noted to be running a software version v3.03. Unrelated to the reported issue, minor scratches on the housing were observed. Evaluation findings has confirmed the customer reported issue and was found to be due to faulty ID board. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported after a successful case, on the second case (therapeutic transurethral resection of the prostate (turp) procedure , the cut quit responding. Per the report, the procedure duration was increased (unspecified time) while the staff tried changing some items (loop, element), stated that the replacement loop worked better. However, on the third case (unspecified procedure ), the device exhibited non responsive coagulation issue. The treatment according to the reporter was switched to monopolar method and the intended procedure was completed . The reported problem according to the reporter did not affect the outcome of the procedure. No treatment performed outside of the procedure, no medical intervention . No other devices connected to the subject device when the failure occurred. No harm was reported. No patient harm , no user injury reported due to the event. This event includes two reports: report with patient identifier: (B)(6) (second case). Report with patient identifier: (B)(6) (third case). This report is for report with patient identifier: (B)(6) (third case) .